Event description:
It was reported that during a biliary stenting treatment procedure, withdrawal resistance and marker band detachment occurred. The target lesion was in an unspecified biliary location. A non-bsc scope was used. A 7fr/5cm biliary stent had been deployed to treat the target lesion. The physician encountered resistance during the withdrawal of the stent delivery system and had to remove the "whole system as one unit". Visual examination of the removed stent delivery system revealed that the ro marker band had detached from the stent delivery system and was located in the non-bsc scope. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".